Manufacturer narrative:
According to the facility, the EKG machine would not load the leads properly on the screen. It would not print the EKG onto the paper. Per the facility, they were trying to get an EKG on a patient who was in and out of consciousness. No surgical intervention occurred. Facility stated, "we did have to give meds to the patient, as our EKG machine would not read approximately, even with fishing through the settings" and later stated "I was actually able to figure out what was wrong with our EKG and got it working again. Someone had switched the 'mode' to manual, so I switched it back to 'auto', tested it out on myself, and it is working as normal again." The customer would not provide any additional details. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility, the EKG machine would not load the leads properly on the screen. It would not print the EKG onto the paper.